Event description:
A us distributor returned a monitor indicating that the response buttons were defective.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons defective) has been confirmed. As received, the response buttons were locked in the activated mode. Upon evaluation, there was corrosion on the j1005 rear response button connector. The cause of the defective response buttons is the corroded connector. The root cause of the corroded connector cannot be positively identified but is likely liquid ingress. No adverse event resulted from the corroded response button connector.